Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed (B)(6) results on the architect i2000sr analyzer. The following data was provided: the patient with (B)(6) tested (B)(6) on (B)(6); in the repeat measurements on (B)(6) and (B)(6) the patient was unequivocally (B)(6). There was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The tubing, pressure monitor to syringe, (rohs) part number 7-77609-01 was leaking. The field service engineer tightened the tubing, pressure monitor to syringe, (rohs), as well as checking the pipettors, syringes, pumps, and replaced the valves in both wash zones, which were worn out from normal use and resolved the issue. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.